Manufacturer narrative:
The reported event was confirmed based on the functional testing of the autopulse platform (sn (B)(4)) and the archive data review. The root cause was determined to be due to the drive shaft not being at home position. Functional testing of the platform during initial power up revealed a user advisory (ua) 45 (drive shaft not at home position) error message. It was found that the driveshaft was not at home position. Rotating the driveshaft back to home position cleared the ua 45 error message. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message observed in the archive data are easily clearable by user. For example ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Additionally, the platform's clutch plate was examined and was found sticky. This observation was unrelated to the primary complaint. As part of routine service during testing, the clutch plate was deburred and this corrected the issue. The platform was further tested and operated for 15 minutes with continuous compression using a light resuscitation test fixture without any observed errors. Review of the archive data confirmed multiple ua 45 error messages on the event date. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the autopulse platform with serial number (B)(4). The autopulse platform is a reusable device and was manufactured on 24 dec 2008.

Event description:
It was reported by the customer that a user advisory (ua) 45, (drive shaft not at home position) error message was observed on the display screen of the autopulse platform (sn (B)(4)) during their training. The customer stated that attempts to reset the lifeband into its home position did not resolve / clear the error message. No patient was involved with this event. No further information was provided.